Manufacturer narrative:
The device was manufactured april 24, 2017 ¿ april 25, 2017. The device was received for evaluation with a non-baxter luer connector attached to the device¿s distal luer. Visual inspection revealed fluid in the bag that contained the device. The cause of the leak was determined to be an insecure connection between the luer connector and the device¿s luer. A functional leak test was performed by filling the device with water and securely attaching the luer connector to the luer. The next day, no evidence of a leak was observed. The device was found to operate per specification. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the luer of a small volume infusor. This occurred during infusion. The reporter stated that the leak occurred "between the infusor's tubing and the huber needle." There was no report of patient injury or medical intervention associated with this event. No additional information is available.